Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a new cartridge onto the pump. Reportedly, the cartridge was filled with 300 units of cold insulin. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery.